Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. The dilator was also returned. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
Manufacturer report number: 3005334138-2021-00683. During an atrial fibrillation procedure, an air leak occurred with two sheaths. After placing the two sheaths, towards the end of the procedure, the sheaths were flushed and air had aspirated into the syringe that connected to the extension port of each sheath. The catheter was removed from each sheath and pulled around the hemostasis cap and aspirated the air, additional air was not aspirated. The catheter was re-inserted into each sheath and the procedure was completed with no adverse patient consequences.